Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. This condition was determined to have been caused by a seized motor. The assembly was replaced.